Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an air in line and downstream occlusion failure. There was no patient involvement. No additional information is available

Manufacturer narrative:
Additional information: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported air in line. Air in line were found through a review of the event history log; however, it cannot be determined if the alarms are true or false. Evaluation found the sensor was out of specification. The upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted. Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported downstream occlusion. Downstream occlusion alarms were found through a review of the event history log however, it cannot be determined if the alarms are true or false. Evaluation was unable to determine the cause of the symptom however, the device will be required to meet all calibration and test specifications prior to release. Should additional relevant information become available, a supplemental report will be submitted.